Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition. The patient was noted to have an underlying rhythm and did not experience asystole as a result. A lead fracture was suspected. The device was reprogrammed from dddr to doo and the patient was hospitalized. An x-ray was performed, however, no obvious signs of a lead fracture were visualized. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.